Event description:
It was reported that while a spinal surgery patient was laying in the bed at a reclined angle, the bed "dropped". It was as though the CPR lever had been pulled, but it had not. The patient endured significant additional pain related to this abrupt movement. Follow up x-ray showed no acute complications. It was reported that the patient pain control is poor since the event occurred.